Event description:
Per the clinic, the patient underwent multiple surgeries (dates not reported) to correct overgrowth of skin tissue around the implant site. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the patient's surgeon, previous to the surgery on (B)(4) 2012, the patient also underwent surgery on (B)(4), 2011 to correct overgrowth of skin tissue around the implant site. This report is filed (B)(4), 2012. Device not available for analysis.

Manufacturer narrative:
Per patient's surgeon, the patient underwent surgery on (B)(6), 2012 to correct overgrowth of skin tissue around the implant site.correction: the correct catalog number is 92126; not 92131 as previously reported.this report is filed (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.